Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the patient. Pt reported cause is due to pt letting it get low and then they couldn't figure out how to get it back up. They forgot about the white button on top. Pt called their representative who told them to call customer service because rep was in operating room. Issue has been resolved. Pt will remember not to let the charges get so low.

Manufacturer narrative:
B3: date is approximate. Year is confirmed valid. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient (pt) regarding an implantable neurostimulator (ins). The reason for call was patient reported they couldn't get their stimulation to stimulate. Patient said the controller said stimulation was off, and they tried resetting the controller and switched programs, but that didn't resolve the issue. Patient texted manufacturer representative (rep), and was redirected to pats. Agent had patient use the stimulation on/off button on the top of the controller to turn stimulation back on, and patient confirmed the issue was resolved. Patient mentioned they were having trouble getting a charge on their implant because the implant battery got down so low about a week ago, so they had to charge the implant and controller separately again in between before they finished charging the ins. The patient said they will try not to let their implant battery get so low again.